Manufacturer narrative:
At the time of this report, no sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted. Follow up 1: no samples or photos were received for this complaint. The design history record was reviewed for this lot and it was noticed that (B)(4) pieces were manufactured on 3/16/2016 and no defects were reported. This does not appear to be related to a personnel, process or materials issue. We believe this to be related to an end-user preference and not related to the design of the product. There have been no changes to materials or processes. Numerous patient drape products use the same material configuration/construction and there have been no other reports of this nature from other customers or from similar products. No actions are being taken at this time because we believe this to be an isolated incident related to end-user preference.

Event description:
Cardinal is reporting that an end user is reporting that the pace maker drape is non-permeable and it is causing patients to become hypoxic and their co2 levels are going way too high.

Manufacturer narrative:
At the time of this report, no sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
Cardinal is reporting that an end user is reporting that the pace maker drape is non-permeable and it is causing patients to become hypoxic and their co2 levels are going way too high.